Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. Device works properly and can go back to normal use. The device underwent calibration and metrological test (mtk)/ safety test (stk) and passed all testing. The device history record and labeling review was not required as the reported event was unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a problem with the water flow. Per follow-up via ibc 22mar2021, diagnostic test was performed according to the procedure built into as5000. After the last experience, biomed advised to carefully check the tightness of the connectors with the pad where it was easy to leak air. The device was not repairable in hospital conditions and sent for repair on (B)(6) 2021. There was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a problem with the water flow. Per follow-up via ibc 22mar2021, diagnostic test was performed according to the procedure built into as5000. After the last experience, biomed advised to carefully check the tightness of the connectors with the pad where it was easy to leak air. The device was not repairable in hospital conditions and sent for repair on (B)(6) 2021. There was no patient involvement.